Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently to the ER with severe abdominal pain. A contrast CT was performed and an infrarenal ruptured aneurysm was discovered. The type I endoleak was not discovered on routine follow up ultrasound recently performed. The cause of the type I endoleak leading to rupture was due to continued disease progression, per the physician. The decision was made by the physician to repair the endoleak with an endurant proximal extension cuff. During repair the patient became hypotensive. A reliant balloon was used to restore blood pressure and the 36x36x70 endurant aortic cuff was implanted. Adequate blood pressure was never restored and patient was pronounced deceased intra op. Per the physician the patient¿s death was due to hypotension during revision of the original stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).